Manufacturer narrative:
(B)(4). The root cause of the spike separating from the supply bag was determined to be use error. A labeling review was performed and found to be adequate. A device history review was performed and no issues were identified that may have caused or contributed to the reported issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is still in use and will not be returned for evaluation.

Event description:
The customer contacted baxter's technical service center and stated she was using the compact exchange device (cxd) to spike the bags. The caregiver (cg) stated when she spiked the heater bag and removed the cxd, the spike came back out of the bag. The cg wanted to know if she had to start over. The baxter technical service representative explained that the set-up is compromised and she would need to cycle the power off/on and start over with new supplies. Product surveillance spoke to the cg regarding the reported issue. The cg stated she has had no further problems with the cxd spiking the bags incorrectly. The device is still in use. No patient injury or medical intervention was reported.